Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a bacterial infection in the scrotum. The suspected cause of the infection was poor perineal hygiene in the presence of an open injury in the scrotal area. A surgical procedure was performed to remove and replace the cylinders, and antibiotics was prescribed. No additional patient complications were reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) developed a bacterial infection in the scrotum. The suspected cause of the infection was poor perineal hygiene in the presence of an open wound in the scrotal area. A surgical procedure was performed to remove and replace the cylinders and pump, and antibiotics was prescribed. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A conclusion code of adverse event related to patient condition was chosen as the allegation relates the symptoms of infection and dehiscence not being related to the device.